Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient¿s allergies included morphine and codeine. The patient reported the communicator was not charging. The patient had to hold the charger "a certain way" to get it to charge and that it's loose. The patient also stated the handset was not working properly and they have to keep shutting it off and rebooting it "every day". When they go to work, they leave the ptm (personal therapy manager) at home and when they go to deliver a bolus it says non3004209178-2024-16465e available so sometimes they go 2 days without a bolus. The patient stated they were told to restart the handset and it will "sometimes" fix the problem but lately has not been able solving the issue. An email was sent to the repair department for replacement devices due to losing bolus¿s and charging issues. The cord was loose and has to be held in a certain way. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-feb-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found device ¿failed final functional test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.